Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include the lid being contacted with a scope when it was closed and/or something hard hit the lid and/or chemical crack due to adhered chemical solution which was not removed.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to confirm the reported issue. The fse replaced the damaged parts. The device was repaired and verified according to specifications. No issues were found with the device during the evaluation. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a cracked lid and a leakage from the drain hose on an endoscope reprocessor. The issue occurred during reprocessing of the device. No patient involvement or injuries were reported. No additional information has been obtained.